Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the (B)(6) results is user error. The account failed to input the correct lot specific calibrator bottle values for the lot of (B)(6) reagent. The (B)(6) results were caused by using incorrect bottle values and the issue was resolved by entering correct bottle values and verifying with qc. The (B)(6) method instruction for use clearly states: "each kit contains matched sets of (B)(6) flex(r) reagent cartridges and calibrators. These components are not interchangeable between lots with different lot numbers." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A group of (B)(6) results was obtained on qc and patient samples. The results were reported to the physicians. The results were eventually questioned and it was determined that incorrect calibrator bottle values had been in use. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the (B)(6) results.